Event description:
It was reported that patient underwent rotator cuff repair on (B)(6), 2012. During the procedure, as the surgeon was using the curvtek cartridge, a burr from the device fractured and was retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number one states, "do not apply excessive pressure on trigger mechanism while drilling. Fracture of the guide arm or drill assembly is possible".